Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/22/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/01/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, multiple scratches were found on the pump display lens. No lines were observed on the display. Unrelated to the complaint, the up arrow and down arrow keypad buttons were unresponsive, and the ok keypad button had an intermittent response. The contrast button responded properly. The keypad cover was torn over the up arrow keypad button. The keypad cover was removed and contamination was found under all button contacts.